Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. The field service engineer (fse) could not duplicate the issue. The fse replaced the power management board, and motor controller board. The unit passed the performance verification. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If part is returned, the complaint will be reopened and an investigation will be performed.

Event description:
Customer reported 35v supply failed, auxiliary alarm supply failed, blower stalled, ventilator restarted due to anomalies detected during operation, backup alarm failed. Field service engineer could not duplicate the issue. The event did not occur during patient use, and there was no patient or user harm.

Manufacturer narrative:
MFR received date: 30 aug 2019. Failure analysis on the returned motor controller (mc) board shows that there's. No fault found with the mc board. Unable to replicate the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.